Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm with a 55 degree angulated neck. Vessel morphology was reported as generally non-calcified, although there was some reported calcification at the angulated neck. It was reported that the aneurx stent graft was implanted without issue and then apposed proximally and distally to the vessel walls with a reliant balloon. Upon the final angiogram, a transgraft endoleak into the aneurysm sac was observed (MDR#2953200-2009-00335), which was speculated to be caused by a sharp area of calcification at the angulated neck puncturing the graft. The physicians elected to reline the stent graft with an aneurx aortic extender cuff; however, the aortic extender cuff inadvertently occluded blood flow to the contralateral limb. The physicians elected to convert the bifurcated stent graft to an aorto-uni-iliac graft, by implanting an aneurx iliac limb and an aneurx iliac extender cuff, followed by performing a fem-fem bypass, with successful results. A CT acquired approx 1 month post-implant showed no transgraft leak; however, a type ii endoleak originating from posterior lumbar vessels was evident. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion: graft occlusion. Severely angulated aortic neck with calcification, patent lumbar vessels.